Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, e1, g4, g7, h1, h2, h3, h6, h7, h9, h10. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibits signs of repeated use (nicked or gouged) the dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification and therefore the root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was returned fractured. Attempts have been made to obtain additional information, however, no additional information is available at this time.